Manufacturer narrative:
Device analysis for extension (B)(4) revealed the extension body conductor was broken less than 5cm from the proximal end. Conductor #0 was broken 2.8cm from the proximal end.

Manufacturer narrative:
Concomitant product: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The company representative reported that when the whole implantable neurostimulator (ins) system had been completed and the resistance value was checked during the operation, high impedances were measured in all combinations except contact 2. An abnormality was confirmed in the resistance check. There was no effect on the patient; no patient complaints. A replacement was made immediately. The physician would like an explanation of the malfunction and analysis was requested. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.